Event description:
It was reported that the catheters would not stick to patient's skin after application which led to product leakage. No other clinical consequence observed. Detachment of the catheters during installation causing leakage of the processing. No patient injury was reported.

Manufacturer narrative:
Investigation yet to be concluded.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One sample was received for evaluation. Visual inspection showed the sample was received without its original packaging, no decontaminated, before use and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect samples conditions that could cause functional issues. Sample received didn't present any damage, kink or cut and with skin adhesive. During functional testing, retractor was tested using an insertion pad, to see if the spring is activated and if is adhered the insertion of the needle. The spring was activated correctly, and the needle was retracted with no issues. The insert was adhered correctly on the insertion pad and there was not observed any defect in the returned sample. Complaint is not confirmed. Root cause was not determined due complaint was not confirmed. No corrective actions taken. Additional information: updated d5.